Event description:
It was reported that the patient had multiple pump stops at home with no external power and the internal backup battery completely discharged. Log file review found the last good time stamp to be (B)(6) 2022 at 7:05:02 while the patient was on battery power. They were in the low battery advisory and hazard levels at this point. The controller clock reset to the default time stamp which was followed by a pump stop. The event log was 24 hours in duration and was filled with controller clock corrupt events. On (B)(6) 2022 the patient reported feeling fine. The clock was reset and the internal backup battery was changed out.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
The backup battery was changed due to expiration. The patient was educated on not sleeping on battery power.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed controller clock corrupt alarms indicating a total loss of external power to the system controller with an associated pump stop, which appeared to be consistent with the full battery depletion of the 14-volt batteries and 11-volt backup battery. The system controller periodic log file contained data from 27dec2021 to 06jan2022 and afterwards with a corrupted system clock from 01jan2000 to 02jan2000. The patient was operating on battery power during all data points recorded between 27dec2021 and 06jan2022. A low power advisory was recorded on 06jan2022 due to expected battery depletion. No external power alarms were recorded in the next two lines of data, and the system was operating on the controller¿s internal backup battery. The next line of data was recorded with a corrupted clock, indicating a total loss of power had occurred. Based on previous complaint experience, the corrupted clock is indicative of a total loss of power to the controller. A specific duration of time for which the pump was stopped could not conclusively be determined. The remainder of the controller periodic log file appeared unremarkable. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number mlp-015505. No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. Section 2 states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge which shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 3 ¿powering the system¿ and section 6 ¿patient care and management¿ warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. These sections also warn not to use batteries to power the system when the patient is sleeping. Section 7 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook is currently available. Section 3 ¿powering the system¿ details how to check a battery's charge level, replacing low batteries with fully-charged batteries, and switching power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. Section 5, entitled ¿alarms and troubleshooting,¿ outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.